Event description:
We recently switched to different side rails on our isolettes. We are finding that the siderails are being placed on the wrong sides of the isolettes. When they are placed on the wrong side they do not latch correctly. When switching rooms tonight a warmer was pre-warmed for an infant. The infant was skin to skin and when the nurse went to place the infant in the warmer, she realized the side rails were not latching. She removed the warmer from service thinking something was wrong with it. She was not aware that the side panels were just on the wrong sides. This rn heard the conversation later on and had this happen to her a few weeks ago and so I switched to side panels to the correct sides. This is a patient safety concern. If this continues to happen and nurses do not notice the infants will not be secure in the isolettes and could fall out. I reported this issue when it happened to me a few weeks ago. Further education needs to happen.